Event description:
The device was reportedly operating in vvir mode on (B)(6) 2015. However, in device memories, the information about fallback mode switch (algorithm to prevent high rate pacing in the ventricular channel in case of atrial arrhythmia) was recorded since previous follow-up. An explanation is requested.

Manufacturer narrative:
(B)(4).

Event description:
The device was reportedly operating in vvir mode on (B)(6) 2015. However, in device memories, the information about fallback mode switch (algorithm to prevent high rate pacing in the ventricular channel in case of atrial arrhythmia) was recorded since previous follow-up. An explanation is requested.

Event description:
The device was reportedly operating in vvir mode on (B)(6) 2015. However, in device memories, the information about fallback mode switch (algorithm to prevent high rate pacing in the ventricular channel in case of atrial arrhythmia) was recorded since previous follow-up. An explanation is requested.